Event description:
Event description boston scientific received information that, 6 months post-implant, the gas gauge of this cardiac resynchronization therapy pacemaker (crt-p) was noted to be at approximately 75% capacity. A health care practitioner (hcp) had expressed concern regarding inappropriate battery depletion. All other diagnostic measurements were reported to be within expected ranges and the device was noted to be functioning properly. The representative caller was inquiring whether or not a hex dump would be advised in light of the gas gauge.

Event description:
Boston scientific received information that, 6 months post-implant, the gas gauge of this cardiac resynchronization therapy pacemaker (crt-p) was noted to be at approximately 75% capacity. A health care practitioner (hcp) had expressed concern regarding inappropriate battery depletion. All other diagnostic measurements were reported to be within expected ranges and the device was noted to be functioning properly. The representative caller was inquiring whether or not a hex dump would be advised in light of the gas gauge. A boston scientific technical services (ts) consultant discussed that this model/serial device is not impacted by any physician advisories. The ts consultant performed a longevity calculation based on the programmed parameters and noted that the device longevity is estimated at 6.9 years before reaching elective replacement indicator (eri). Additional information was received indicating the patient expired. There were no allegations against device functionality. The device was explanted and returned for analysis.

Manufacturer narrative:
The ts consultant further discussed how the gas gauge works (i.e. Going from 100% to the 75% tick mark). It was noted that the hcp's concern was based on the fact that this patient is 100% dependent and would like confirmation that this is evidence of 'normal depletion'. The ts consultant advised performing the hex dump and sending it in for analysis. No additional information was provided. If additional information becomes available, or if the product is returned, this event will be reopened. Battery use to date for this device was evaluated using current programmed parameter settings and therapy history. The results revealed that this device's battery voltage measurement is normal and within the expected range. In this particular case, the depletion and battery status indication are slightly higher than expected because this device status indication are slightly higher than expected because this device had a relatively longer shelf life., upon receipt at our post market quality assurance laboratory, visual inspection noted two dents on the device case and telemetry could not be established. Due to damage to the device, further functional testing could not be performed. Laboratory analysis was unable to confirm the clinical observation.